Manufacturer narrative:
Patient dislocated approximately 7 weeks after surgery for an unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Patient was revised approximately 7 weeks after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Patient was revised for dislocation of unknown cause. 32 mm + 3 standard humeral cup was explanted and replaced with 32 mm + 3 stability humeral cup and 9 mm humeral spacer.